Event description:
It was reported that claudication occurred, resulting in patient hospitalization. On (B)(6) 2024, the subject was enrolled in a clinical study using a 5.0 x 100mm, 135cm ranger drug- coated balloon study device. The target lesion was noted to be in the common iliac artery (cia), and external iliac artery (eia). The balloon was inflated for 240 seconds at 10 atm during a single inflation for treatment. On (B)(6) 2024, the patient experienced claudication in left common iliac artery. On (B)(6) 2025, the patient was hospitalized for treatment which included shockwave lithotripsy and stenting of left common iliac artery. The issue had since been resolved and the patient was discharged.